Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2014, the patient received a ztlp-p-40-167-ci proximal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, analysis noted that the devices were patent with no kinks or endoleaks. The patient was discharged from the hospital on (B)(6) 2014 (two days post-procedure). Follow-up CT scans: (B)(6) 2014 (1-month follow-up) analysis: aneurysm diameter 66 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2014 (6-month follow-up) analysis: aneurysm diameter 66 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (12-month follow-up) analysis: aneurysm diameter 68 mm. Devices patent and intact with no endoleaks. Analysis noted: "a kink in the middle of the device has caused the proximal end to migrate distally and the distal end to migrate proximally." Clinical events committee adjudicated that there was no migration - only elongation of the aorta. On (B)(6) 2015 (18-month follow-up) site increased the follow-up to every 6 months. Analysis: aneurysm diameter 67 mm. Devices patent and intact with no endoleaks. A kink was noted in the proximal component. Analysis noted: "there is thrombus within the graft that was not present on the 12 month CT. The distal aspect of the device has migrated further craniad, leaving the distal anastomosis in a larger segment of the aorta. The distal anastomosis appears to remain intact at this timepoint." Clinical events committee adjudicated that there was no migration - "movement > 10 mm with conditions - elongation of aorta." On (B)(6) 2016 (2-year follow-up) analysis: aneurysm diameter 72 mm. Devices patent and intact with no kinks or endoleaks. Analysis noted: "migration of the caudal aspect of the device, folding into itself, with the distal graft now in the taa." Clinical events committee adjudicated that there was no migration - only elongation of the aorta. On (B)(6) 2016 (2.5 year follow-up) site: aneurysm diameter 74 mm. Devices patent and intact with a distal type I endoleak. Migration and a kink were noted. Patient outcome: on (B)(6) 2016 (959 days pp) secondary intervention was performed with placement of a distal component (zta-d-36-142-w) and a proximal component (zta-pt-40-36-167-w).

Manufacturer narrative:
(B)(4). Summary of investigational findings: according to the provided imaging, the endograft kinking is primarily a function of aortic lengthening. It likely will continue. If severe enough, it could drive the endograft inferiorly through a water hammer effect. The low density along the aortic wall and into the graft at 18 months significantly improved by 24 months. It most likely represented thrombus but could still represent flow artifact that developed as the graft kink progressed. The graft kink was straightened by the distal extension and an addition proximal tapered component. The proximal tapered component also excluded any mural thrombus that may have been present. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2014, the patient received a ztlp-p-40-167-ci proximal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, analysis noted that the devices were patent with no kinks or endoleaks. The patient was discharged from the hospital on (B)(6) 2014 (two days post-procedure). Follow-up CT scans: on (B)(6) 2014 (1-month follow-up): analysis: aneurysm diameter 66 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2014 (6-month follow-up): analysis: aneurysm diameter 66 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (12-month follow-up): analysis: aneurysm diameter 68 mm. Devices patent and intact with no endoleaks. Analysis noted: ¿a kink in the middle of the device has caused the proximal end to migrate distally and the distal end to migrate proximally.¿ clinical events committee adjudicated that there was no migration ¿ only elongation of the aorta. On (B)(6) 2015 (18-month follow-up) site increased the follow-up to every 6 months. Analysis: aneurysm diameter 67 mm. Devices patent and intact with no endoleaks. A kink was noted in the proximal component. Analysis noted: ¿there is thrombus within the graft that was not present on the 12 month CT. The distal aspect of the device has migrated further craniad, leaving the distal anastomosis in a larger segment of the aorta. The distal anastomosis appears to remain intact at this timepoint.¿ clinical events committee adjudicated that there was no migration ¿ ¿movement > 10 mm with conditions ¿ elongation of aorta¿. On (B)(6) 2016 (2-year follow-up): analysis: aneurysm diameter 72 mm. Devices patent and intact with no kinks or endoleaks. Analysis noted: ¿migration of the caudal aspect of the device, folding into itself, with the distal graft now in the taa.¿ clinical events committee adjudicated that there was no migration ¿ only elongation of the aorta. On (B)(6) 2016 (2 ½ year follow-up): site: aneurysm diameter 74 mm. Devices patent and intact with a distal type I endoleak. Migration and a kink were noted. Patient outcome: on (B)(6) 2016 (959 days pp): secondary intervention was performed with placement of a distal component (zta-d-36-142-w) and a proximal component (zta-pt-40-36-167-w).